Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited under-sensing during episodes of high ventricular rate (hvr). Programming changes were made. There were no patient consequences.